Manufacturer narrative:
Results: the cat6 was kinked approximately 43.0 cm from the hub. The cat6 was ovalized approximately 77.0 cm from the hub. The cat6 was fractured approximately 125.0 cm from the hub. The non-penumbra sheath was kinked approximately 17.5 cm from the hub. Approximately 12.5 cm of the fractured distal segment of the cat6 was inside the non-penumbra sheath. Conclusions: evaluation of the first evaluated cat6 revealed that the device was ovalized. If the peel-able introducer sheath supplied by penumbra is not used during insertion and the catheter shaft is forcefully gripped or pinched, damage such as this may occur. The ovalization in the distal shaft of the cat6 likely contributed to the difficulty during insertion. Evaluation of the second evaluated cat6 revealed that the device was fractured. If the device is forcefully retracted against resistance through a damaged device, damage such as this may occur. Further evaluation of the returned device revealed that the cat6 was ovalized and kinked. This damage was likely incidental and may have occurred while packaging the device for return. Evaluation of the non-penumbra sheath revealed that the sheath was kinked and the distal fractured segment of the cat6 was inside the sheath lumen. The non-penumbra microcatheter and sep6 referred to in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00828.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery to anterior tibial artery using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician experienced difficulty inserting a cat6 into a non-penumbra sheath, despite using a guidewire. Consequently, the physician pinched down on the cat6 while attempting to advance it and the tip of the cat6 became crunched and deformed, and therefore the cat6 and the sheath were removed. The physician then inserted a new non-penumbra sheath and made multiple passes using a new cat6 with an indigo system separator 6 (sep6). The thrombus was successfully cleared; however, while attempting to retract and remove the cat6, the physician experienced resistance and the tip of the cat6 broke off within the sheath. The physician, therefore, removed the sep6 and inserted a guidewire and was able to remove the sheath with the tip of the cat6 inside. The procedure was then completed using a new sheath. There was no report of an adverse effect to the patient.